Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. A replacement pump was sent to the customer to resolve the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a correction bolus via the pump. The customer also experienced a low bg level of below 40 mg/dl. Customer consumed carbohydrates to address bg.